Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Reportedly, the customer experienced an elevated blood glucose (bg) level displayed as "high" on the continuous glucose monitor (cgm). A correction bolus was delivered to address bg. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.